Manufacturer narrative:
An event regarding involving pain, instability and rom issues were reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in retroversion and excessive medialization in combination with loss of hip abductor functionality after trochanteric avulsion with capsular laxity after multiple dislocations has contributed to hip instability with pain due to impingement requiring revision with conversion to an adm/mdm cup construct. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that pain, instability and rom issues were caused by cup malposition in retroversion and excessive medialization in combination with loss of hip abductor functionality after trochanteric avulsion with capsular laxity after multiple dislocations has contributed to hip instability with pain due to impingement requiring revision with conversion to an adm/mdm cup construct. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised. An operative report supplied by the rep indicates "severe pain due to impingement with a retroverted acetabulum...the hip is extremely unstable with combined anteversion of 0...". Patient was revised to an adm/mdm liner construct and a competitor head (stryker shell remained implanted but 1 screw was removed). Update: 07 sep 2018: a review by a clinical consultant has confirmed cup malposition in retroversion and excessive medialization in combination with loss of hip abductor functionality after trochanteric avulsion with capsular laxity after multiple dislocations has contributed to hip instability with pain due to impingement requiring revision.